Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). A4: weight - additional. D10: device available for evaluation - additional. H2: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient was awoken in the middle of the night by a low alert, but the cgm was not registering any values (presumed to mean it was showing low). She went downstairs and ate; the cgm value rose, but not fast enough, and she was lightheaded, dizzy and nauseated so she and her husband called 911 at about 3:30 am ((B)(6) 2020). Emergency medical services (ems) arrived and made her eat unspecified ¿sugary stuff¿ which made the nausea worse but raised her glucose. She was later awoken again with a low alert and thought she might need to change the sensor as it was inaccurate (no bg value provided), so she turned it off. She went to her doctor in the morning (on (B)(6) 2020 at 9:30 am) and her bg there was normal at 127 mg/dl. Her doctor gave her a new bg meter and gave her glucose tabs to keep at the bedside in case of a future nighttime low. She went to bed in the evening on (B)(6) 2020 with a bg of 113 mg/dl and in the morning on (B)(6)2020 the cgm alarmed again for low, but her bg was 114 mg/dl and she felt fine. At the time of report, the patient was in normal condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values on (B)(6) 2020 fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.